Event description:
A customer reported that a clear fluid was dripping from coulter lh750 hematology analyzer while processing samples. The customer was wearing gloves but no face protection at the time of the event. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the customer's facility. No erroneous patient results were reported out of the laboratory and there was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
The field service engineer (fse) observed the needle had a worn tip causing a leak through front of the needle cartridge. The needle cartridge was replaced. Root cause for this event is attributed to a worn needle tip which caused a leak through the front of the needle cartridge. (B)(4).